Event description:
It was reported that on (B)(6) 2026, the soft tissue biopsy product was identified damaged, concealed damaged, and the lot and expiration date are unreadable. No patient injury was reported.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records has not been performed. Photos were not provided for review. The device has not been returned for evaluation. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. D4 (expiration date is unknown). H4 (device manufacturing date is unknown). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.